Manufacturer narrative:
(B)(4). Internal file number - (B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.evaluation summary:visual inspections were performed on the returned device. The reported irregular appearance was not confirmed. The investigation was unable to determine a conclusive cause for the reported irregular appearance; however, the treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a the mildly calcified right common femoral artery was going to be attempted using a proglide device via a 6f sheath after a diagnostic angiogram procedure. Reportedly, the proglide device was loaded onto the guide wire and advanced into the patient anatomy when it was noted that "the silver part was sticking out of the black tip, it was protruding out more than it should have been". As the device did not look correct, the sutures were not deployed and the proglide device was removed from the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.